Event description:
Patient identifier: (B)(6). Date of event: best estimate is (B)(6) 2010. According to the information received, the end user states that the anti reflux was not working. Patient has used this type of bag many years but the first time using this bag urine would not go into the bag. No unused bag to return.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. Should the device or additional information be received, a follow up report will be filed.